Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, duplicate pockets were detected in the drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(4). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4). Was performed from the date of manufacture, 02-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had issue. A field service engineer remoted into the system and assisted the customer through the recovery process for the cubie pockets affected by the issue, ensuring minimal downtime. The fse explained that the medications recovered during the process would need to be reloaded into the system. The system functioned as intended after the field service engineer assisted the customer in resolving the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, duplicate pockets were detected in the drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.